Manufacturer narrative:
Correction: section g3: the additional report submitted may 7, 2023 should have had a new awareness date of "may 1, 2023" for new information received instead of "apr 4, 2023" the initial event awareness date.

Event description:
New information received notes no programming changes were made due to no recurring post paced t wave oversensing episodes observed since the original event. The device was just being monitored. There were no changes in the patient's condition, the patient was stable.

Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. The patient was stable.